Event description:
It was reported that during a laparoscopic myomectomy case, a lot of force is required to close the device. After a few tries, proceed to open a new device and proceed with the case with no issues. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. D4: batch # x96h7v. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was received with no apparent damage. In addition, the packaging opened was returned along with the instrument in an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening or closing issues. Upon functional testing of the device, the tip of the scissors (end effector) damage not allowing to closed properly. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.